Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a moderately tortuous, moderately calcified vessel. It was reported that the stent strut of a taxus express2 3.0x20mm drug eluting was kinked. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.